Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, she has been having issues with high blood glucose levels. Customer stated she was running high and when she was changing her supplies noticed they were expired, and then found two that were not. Customer believes the highs were caused due to the expired supplies. Customer's blood glucose was 493 mg/dl, current 366 mg/dl. She was experiencing thirst and wasn't feeling good. Troubleshooting was performed on the insulin pump and customer noticed the drive support cap on the insulin pump was sticking out. Customer is unaware how the damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.